Event description:
The information received indicated that approach for the procedure was made from the femoral artery. The target lesion was the carotid artery. An angioguard xp was deployed and the lesion was pre-dilated with a 3 x 20mm sterling balloon. A 10 x 30 mm precise rx stent was successfully deployed. However, the proximal part of the tip was caught on the distal part of the stent strut during removal. Re-sheath and advancing the guiding catheter were attempted to retrieve the stent delivery system (sds) but it did not succeed. Therefore, the femoral artery for the other side was punctured and a 6f guide catheter was advanced to the site. A 4 x 20 mm aviator plus was advanced and dilated to detach the devices from the strut. Eventually, the sds was removed from the patient. The lesion was post-dilated with a 5.5 x 20mm aviator plus and the procedure was completed without patient injury. Additionally, when the angioguard was removed from the patient, the filter membrane was found turned outward though no pressure was applied to the device at any time. There was no adverse event and the patient was already discharged from the hospital without any problems.

Manufacturer narrative:
The precise pro rx product was stored and handled according to the instructions for use (IFU). Nothing unusual was noted about the device prior to use. There was no resistance/friction experienced during removal of the sds (prior to getting caught on the stent. No piece of the delivery system remained in the patient. The angioguard product was stored and handled according to the IFU. Nothing unusual was noted about the device prior to use. The angioguard was sized larger than the vessel as instructed in the IFU. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the device. The filter basket expanded fully with good wall apposition. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There filter basket deformation was not observed on fluoro. Force was not required for withdrawal of the filter. During the procedure the filter was distal enough from the lesion to prevent interaction from the balloons/sds used. There was no interaction between the filter basket and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The entire filter membrane was removed from the patient. Removal difficulty was not reported by the customer. But when the angioguard was removed from the patient, the membrane was found turned outward. No pressure/force was applied to the angioguard at any time during the procedure. No patient injury was reported. Concomitant medical products: 6f guiding catheter, aviator plus (4x20mm) and aviator plus (5.5x20mm). During a carotid artery stenting after deploying the precise rx stent the proximal part of the stent delivery system (sds) tip was caught on the distal part of the stent strut during removal. Retrieval was attempted by advancement of the guiding catheter, but was unsuccessful. Contralateral femoral access was obtained and an aviator plus was advanced and dilated to detach the device from the strut and the sds was eventually removed from the patient. No piece of the delivery system remained in the patient. The lesion was post-dilated with aviator plus (5.5x20mm) and the procedure was completed without patient injury. In addition, when the angioguard was removed from the patient, the filter membrane was found turned outward although it was reported no pressure was applied to the device at any time. Approach was from femoral artery. There was heavy calcification; vessel tortuosity and the rate of stenosis are unknown. The precise pro rx product was stored and handled according to the instructions for use (IFU). Nothing unusual was noted about the device prior to use. Angioguard xp was deployed and the lesion was pre-dilated with sterling (3x20mm, bsj) prior to successful deployment of the precise rx stent. Prior to the sds getting caught on the stent during removal, there was no resistance/friction experienced. The angioguard product was stored and handled according to the IFU. Nothing unusual was noted about the device prior to use. The angioguard was sized larger than the vessel as instructed in the IFU. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the device. The filter basket expanded fully with good wall apposition. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There filter basket deformation was not observed on fluoro. Force was not required for withdrawal of the filter. During the procedure, the filter was distal enough from the lesion to prevent interaction from the balloons/sds used. There was no interaction between the filter basket and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The entire filter membrane was removed from the patient. Removal difficulty was not reported by the customer. But when the angioguard was removed from the patient, the membrane was found turned outward. No pressure/force was applied to the angioguard at any time during the procedure. No patient injury was reported. A review of the manufacturing documentation associated with lot final lot 15082735 and outer member assembly lot 15072615 for the precise pro rx revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that procedural factors including vessel/lesion characteristics contributed to the withdrawal difficulty of the precise delivery system after successful deployment of the stent. However, based on the reported information and without the return of the device for analysis, no conclusion can be made. With review of the device history records there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00433 and 1016427-2010-00063.